Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator mid-urethral sling system was implanted on either (B)(6) 2005 or (B)(6) 2009. According to the complainant, the patient experienced pain and disability. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.